Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the pain and decrease of the blood pressure were noted. Four days post implant procedure, the arteriovenous fistula occurred in the inguinal region. No action was taken. The device remains in use. No further patient complications have been reported as a result of this event.